Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned insert shows damage to the lock detail. A review of complaint history revealed no prior complaints for the listed lots. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. An evaluation performed by our research lab noted damage/deformation, potentially from contact with third body particulate and deformation, possibly caused by contact with a surgical instrument, was observed on the superior surface; burnishing indicative of articulation with the femoral component, were also observed. Damage/deformation, potentially caused by contact with the femoral cam, was observed on posterior surface of the post. In addition, damage/burnishing was also observed on the inferior surface of the insert and the lock detail. Features observed on the inferior surface of the insert and lock-detail was consistent with the insert not being fully engaged during the duration of service. The insert may have dissociated during service or may not have been fully locked at the time of implantation. An investigation performed by our clinical medical team noted that no clinical supporting documents were provided therefore, a medical assessment could not be performed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to implant dislocation.